Event description:
It has been reported to philips that the system would not turn on. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file shows error related to power supply. Upon troubleshooting, fse found that the l2 mccb in m cabinet was tripped and the 2 fuses of 10a and 1a was blown. To resolve the issue, the mccb was closed and the fuses were replaced. After that, the system was returned to use in good working order.